Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: a visual examination of the crimped stent found stent struts on the distal portion of the crimped stent was distorted, stretched and lifted upwards from the stent profile. The bumper tip of the device showed signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A12 x 2.25 promus premier¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the procedure was not completed as same device was not available. No patient complications were reported and the patient's status was good. However, returned device analysis revealed distal stent damage.